Event description:
It was reported that the user experienced repeated restart alert 36 events during supply changes that prevented pump rewind, consistent with a failure to infuse and linked to the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. The device was returned for evaluation. Preliminary investigation of this case revealed an electrical or electronic component problem identified in the motor, consistent with a failure to infuse during restart attempts. The complaint was confirmed through the logs and duplicated through physical investigation of the returned device. Troubleshooting determined a connection issue between the host processor and the pcb.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.